Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to boot up and the led on the control panel was blinking. Upon troubleshooting, fse checked the boot-up sequence of the cpu and identified bmc fail message displayed, indicating a faulty chip on the motherboard. To resolve the issue, fse replaced the host pc and hard drives. The defective host pc was returned to philips for failure analysis. The analysis confirmed the malfunction and identified cause of the failure was due to corrupted bmc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up properly. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.